Event description:
It was reported that the patient received several inappropriate shocks due to noise oversensing on the right ventricular lead. It was also noted that the lead had high pacing impedance. The lead was abandoned and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.